Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 15% to 45%. The customer's blood glucose (bg) level was in the 300's (mg/dl) at the time of the event. A bolus via the pump was delivered to address bg level. The customer stated that the issue has not reoccurred since the initial reported event. Reportedly the customer would continue to use the pump for insulin therapy.